Event description:
Philips received a complaint by the customer on the v60 indicating that an alarm for high tidal volume had occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that an alarm for high tidal volume had occurred. The customer stated the unit had been in use and alarmed for high leak and high tidal volume. The unit was removed from service and sent to biomed. The remote service engineer (rse) advised the customer to run the unit on preoperational check and to also check the event logs for notable errors. The customer acknowledged and confirmed they would continue to test the unit. This investigation is ongoing.

Manufacturer narrative:
The customer confirmed that there was no failure. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.